Manufacturer narrative:
H6: physio-control reviewed the device data for the reported event date and it was found that the device did shutdown unexpectedly one time in addition to resetting itself unexpectedly one time. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device screen went blank during use. A blank display can be indicative of a device lock up condition and as a result, defibrillation therapy may be unavailable, if it is needed. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information for the event or the patient.

Manufacturer narrative:
Physio control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data for the reported event date was reviewed and it was found that the device did reset itself unexpectedly one time. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device screen went blank during use. A blank display can be indicative of a device lock up condition and as a result, defibrillation therapy may be unavailable, if it is needed. This issue is patient related; however there was no adverse patient outcome reported. The customer was unable to provide any further information for the event or the patient.